Manufacturer narrative:
Upon return the lead underwent detailed analysis. The complete lead was returned with set screw marks noted on terminal connectors. There was a cut in the insulation at about 20.5 cm from is-1 pin which likely occurred at explant. The lead met specification for electrical integrity. The allegation of dislodgement could not be confirmed.

Manufacturer narrative:
The physician tried to reposition the lead however this was unsuccessful due to the patient's anatomy. The lead was taken out of service and another lead was implanted. Should any further information become available this event will be updated.

Event description:
It was later reported that this patient had fell shortly before these changes occurred. In addition, the pacing impedances and amplitudes had also decreased.

Event description:
Boston scientific received information that this defibrillation lead became dislodged. This resulted in increased thresholds, noise and some undersensing. No adverse patient effects were reported.

Event description:
--